Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reprocessing issue was the user¿s understanding on device handling/reprocessing steps was different from recommendation by olympus. The event can be detected/prevented by following the instructions for use which state: ¿-reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) precleaning the endoscope and accessories: warning:if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Reprocessing manual reprocessing the endoscope (and related reprocessing accessories) presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces. Reprocessing manual reprocessing the endoscope (and related reprocessing accessories) manually cleaning the endoscope and accessories brush the channels.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. In-service training was performed and documented and included cleaning, disinfecting, and sterilization information as contained in the training document. Recommended that the customer follow all olympus reprocessing procedures as documented in the forms and reprocessing manuals. A reprocessing in-service according to the olympus IFU covering the proper leak testing steps and brushing steps. The technician informed the customer that the scope needed to be cleaned within 1 hour or they would need to perform a presoak. The technician informed the customer that even though evotech does the leak test that they would need to leak test prior to the submerging the scope in detergent water in manual cleaning to prevent fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
Olympus was informed that during an onsite visit, the user facility staff reprocessed the device with a different procedure from the instruction manual (including cases where leakage test is not performed properly). While at the customer facility, the customer informed the technician that they did not leak test the scope prior to submersion of detergent because they stated their evotech washer did it. The customer also informed the technician that while brushing the scope they were told by a sister facility that the channel cleaning brush does not need to exit the distal tip of the scope or the suction port of the scope connector. The customer also stated that the scope is not always cleaned within 1 hour from the end of the procedure and is cleaned when needed. No patient infections or injuries reported.